Event description:
During an endoscopy procedure, a cook 6 shooter saeed multi-band ligator was opened. The hook on the loading catheter detached while the trigger cord was being loaded [onto the endoscope for use]. Another kit was opened and another of the same loading catheter was used to load the trigger cord. The procedure was able to be successfully completed. This occurred during the loading process; the loading catheter was not located inside the pt¿s body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The catheter with fully attached blue hook, handle with string attached, and a detached blue hook was returned. During the visual exam it was noted that both blue hooks were distorted from their regular shape indicating a force had been applied. The inner diameter of the loading catheter, the length of the loading catheter¿s stylet wire as well as the detached blue hook were measured and verified to be within the appropriate mfg specifications. No kinks or bends were noted on the loading catheter or stylet wire. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. We could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment result as post market feedback continues to become available.